Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, an error c-34 occurred on the integrated electrosurgical unit (iesu) when the surgeon activated the monopolar energy. Prior to calling technical support, the site attempted to replace the energy cable and switched the monopolar port in the iesu, but the issue persisted. An isi technical support engineer (tse) checked the error logs and found error 25913 with errors c-06 and c-34. The tse had the customer reboot the iesu without change. The customer elected to use an external generator to complete the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the esu initially powered on without errors. During the procedure, the error occurred when the procedure had been in progress for about 1 hour. No video recording was available.

Manufacturer narrative:
Based on the claim against the product by the customer noting error c-34 occurred, an investigation is in progress. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and confirmed errors c-34 occurred and errors could not be recovered. The customer stated that the system functionality was checked upon powering on, and the system initialized without error. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu but failure analysis is not completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the electrosurgical unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and error c-34 was reproduced. The error was displayed during boot up. The complaint regarding error c-34 was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.